Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. In speaking with olympus technical assistance center (tac), the customer reported that they tried several other pigtail cables that worked with other video systems. Olympus 190 series scopes did work without issue. The customer was not able to check the tower at the time of the call, but planned to inspect the socket for debris and damage. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii video system center did not display an image when olympus 180 series scopes were used. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported issue (no image) could not be identified. This supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.